Manufacturer narrative:
The device history records traceable to the reported procedure pack could not be reviewed. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic operating console was not able to maintain pressure in the eye while there was no irrigation during a vitrectomy surgery. No system messages were displayed. The fluid bottle, tubing and fluid cartridge were verified by the surgeon with no intervention taken. The issue was resolved by allowing a few minutes for the eye pressure to increase. The procedure was completed with no harm to the patient. Additional information has been requested, but has not yet been received.